Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 136 mg/dl (mobile system 1) and 79 mg/dl (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device will not be returned.